Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/04/2020. A manufacturing record evaluation was performed for the finished device batch number jhm472, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: an unopened sample of product code 1696, lot jhm472 was returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no damaged or suture breakage were noted; however, it was noted unusual color of the suture, the suture is not black. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements. An analytical characterization experiment, performed on ethilon sutures, demonstrated that sutures lost their color within 48 hours if are exposed to a 3% hydrogen peroxide solution. Unopened suture product exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these black-colored sutures in current overwrap packaging to lose their black color, but it is not known how many decontamination treatments would be necessary to achieve this.